Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic nurse reported that a dialyzer blood leak occurred after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The sample was subjected to a bubble point test. An internal leak was detected as a steady flow of bubbles from the cavity ID end potting cut surface at approximately 80°, with the dialysate ports situated at 0°. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, a potted fiber fragment was identified at approximately 80° on the cavity ID end. The opposing end of the fiber could not be isolated. Further examination of the fiber bundle did not identify any other damage or irregularities. A lot history review was performed. There was one other complaint against the lot. The complaint was for a blood leak from the same customer. No other customers have reported a complaint of any type against this lot number. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.